Event description:
The nurse reported that at the very start of a routine hemodialysis treatment following a difficult cannulation, the pt complained of abdominal pain and lost consciousness. Treatment was discontinued without rinseback of the pt's blood which had just filled the cartridge. A 400cc bolus of normal saline was administered. The pt regained consciousness following the saline bolus and reported difficulty breathing with wheezing and a swollen tongue. An estimated 190cc blood loss occurred when rinseback was not completed. The pt was transferred to a local hospital. Benadryl was administered by the emt. The pt was evaluated and released from the ed with no medical problems found. No other medical intervention was required.

Manufacturer narrative:
No problems found with the returned cartridge. There is no evidence of a device malfunction. Facility staff attributed the pt's symptoms to a possible dialyzer reaction. Pt is now dialyzing using system one with a different manufacturer's dialyzer and no similar problems have occurred. Nxstage medical considers this report closed. No add'l info will be provided.